Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this pacemaker and right ventricular (rv) lead also exhibited pacing not being delivered when required. It was found that the rv lead was completely fractured and surgical intervention was taken to explant and replace the lead. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pace impedance measurements which triggered a safety switch and put the device in unipolar. This patient had fallen recently and had shoulder surgery and there was question whether the fall may have caused a lead issue. Noise was also noted and oversensing was also noted while the device was in unipolar. This patient does not require rv pacing. The device was programmed back to bipolar and outputs were increased on the rv lead. The plan was to follow-up with the patient in a month. The system remains in service. No adverse patient effects were reported.